Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. Troubleshooting was not performed for low blood glucose level; no mention of treatment or symptoms were made for the low blood glucose. Customer unable to remove the sensor. Insulin pump reads blood glucose level at 86 mg/dl but the blood glucose reading was lower than what meter reads. The sensor was inserted on (B)(6) 2017 in the abdomen. The insulin pump was not returned for analysis.